Event description:
The lay user/patient called lifescan (lfs) in 10/05 and alleged that the meter was reading inaccurately erratic. The patient reported results of 168 and 110 mg/dl. The results were performed within 20 minutes of each other. These results do exceed the 20% specifications, however, the patient was using the incorrect technique for both applying the blood to the test strip and for cleaning the punture site. The patient also reported that some of the test strips from several vials had a black mark across the contact bars. No injury or harm was alleged. The patient did not have any control solution to troubleshoot. A complimentary bottle of control soultion is being sent to the patient.